Event description:
It was reported that during preparation of the 2.5x15mm trek rx balloon dilation catheter, the hypotube was noted to be separated into two pieces. Another trek balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from 40220g1 to 40115g2. D4 - expiration date: updated from 1/31/2027 to 12/31/2026. D4 - primary UDI number: updated from (B)(4). H4 - device mfg date: updated from 2/20/2024 to 1/15/2024.

Event description:
It was reported that during preparation of the 2.5x15mm trek rx balloon dilation catheter, the hypotube was noted to be separated into two pieces. Another trek balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.